Event description:
A malfunction alarm was reported, identified by a specific code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, and assisted the customer in resetting the device, resolving the issue without further incidents. The customer was advised to continue using the pump and to contact support again if the malfunction reoccurred.